Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable did not charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed the cable to resolve the issue.